Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system did not boot. Review of the log file shows boot errors related to one of the image processing cards. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found water loss in the system, also found that the sata service disk connector was removed, preventing the boot disk from functioning. To resolve the issue the fse replaced the service part single board computer. The defective parts were returned for analysis, for service part single board computer, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.